Event description:
It was reported that during a lap hysterectomy, there was an error code on the generator, and as the error code was heard, the blade fell off and into the patient. The blade was retrieved. A hs lap hook was placed onto the device to finish the procedure. Operating time was extened by ten minutes. There was no patient consequence.